Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient implanted with a pipeline flex with shield technology stent experienced an adverse event. It was reported that as transient floaters on the treated side were observed, tapt was administered for one week. It was stated that this case is a pipeline pms case, in which eligible cases are registered in a society-led database (jsnet), and a database study is being conducted. Since the physician registered this case in the database, the case information has been shared with medtronic via the edc. In this event, the lesion characteristics include the left internal carotid artery (ica), and c6 (ophthalmic artery). There is no information on the onset and resolution dates of the side floaters symptoms. The patient currently has no symptoms. It was clarified that several medications were administered for transient treatment. Pg 3 clopidogrel 200mg from (B)(6) 2020 through (B)(6) 2020. Transient treatment side floaters were observed, so it was set to tapt for 1 week. Additionally, pg 8 cilostazol 200mg (B)(6) 2020 through (B)(6) 2020 which was set to tapt for 1 week. From 2020/09/15: aspirin 100 mg, is ongoing. Clopidogrel 75 mg was then continually administered from 2020/09/15 ¿ 2021/04/30:, and cilostazol 200 mg was administered from (B)(6) 2020. There was a blood flow change in a side branch vessel covered by the flow diverter (not stenosis or occlusion. There were accompanying symptoms of blindness, vision or visual impairment, eye disorders on (B)(6) 2020. The symptoms were considered not critical. The relationship to the device or technique could not be denied. The patient recovered on 15-nov-2020.